Event description:
Revision surgery - the pt had an infection. Due to low platelets, the surgeon removed debris and the implants and inserted an antibiotic spacer until the infection clears. Not a product failure.